Event description:
Received following text from a patient whom I had educated prior to implant "I got my enterra medical gastric electrical stimulator on (B)(6), 2026. I've had its electric voltage upped twice. The first time, one week after surgery. Dr. Fowler didn't do it right. I saw his pa this past friday, the 30th, and she told me dr. (B)(6) had it turned off more than on. So she fixed it. I've had some relief, but very little. I go back on march 13th. I was also told that if I needed her, earlier to call. " 2/18/26: patient called in. States that settings were recently changed by gi team, and her n/v has improved. However, now complains of "shocking" sensation. She states that she reported this to her surgeon and they thought that settings may now be too high. I encouraged the patient to call gi office too and request f/u appt. She agreed to do so.

Manufacturer narrative:
Patient presented with complaint of ineffective treatment; settings were adjusted but now patient complaint has become shocking sensations. Recommended that patient follow up with provider for setting adjustment; attempting further follow up with patient.

Manufacturer narrative:
Patient presented with complaint of ineffective treatment and shocking sensations; settings were adjusted and now patient is doing well. No further action to be taken.